Event description:
It was reported that the automated impella controller (aic) had battery issues. Console not involved in patient case.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was use related. The battery transport switch was probably not engaged by the customer when console returned from pm in december. Further, the console was not charged from a long time. This report is being filed as part of a retrospective review of historical records.